Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: a segment of the driveline cable associated with the ventricular assist device (vad) (B)(6) and associated driveline boot cover (lot no. R020408) were returned for evaluation. Review of (B)(6) service history records indicated that the device was previously serviced, and the repair actions were verified. There was no evidence that the driveline boot cover had previously been serviced. A review of the driveline cover inspection records confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Visual inspection of the returned segment of driveline cable, as well as on-site visual examination and visual evidence provided by the site, revealed a worn put repair in addition to a break in the driveline and strain relief damage which were captured in a previous event. Further visual inspection of the returned segment of the driveline revealed damage to the inner lumen and conductor wires¿ insultation of the yellow, blue, and black wires associated with both front and rear stators. Functional testing of the driveline segment revealed that the driveline wires maintained continuity and was able to connect securely to a test controller port. Based on the available information, the damage to the driveline outer sheath was a progression of the previously reported damage. Visual inspection of the driveline boot cover revealed slight discoloration around the edges and foreign material within the device. Functional t esting using a sample driveline connector revealed that the axial retrieval force exceeded the current system requirement, indicating that the driveline cover was more difficult to remove. On-site inspection also revealed that the driveline cover was stiff and did not fit over the spliced connector. Dimensional verification revealed that both of the driveline cover¿s dimensions did not pass the go-gage pin gages. Supplemental tests conducted on similar samples had previously shown that the analyzed driveline covers exhibited increased hardness and stiffness compared to a control sample. A driveline splice procedure was performed to mitigate the reported driveline cable conditions. Log files associated with (B)(6) revealed several reactivation events, electrical fault alarms, and high watt alarms, logged between (B)(6) 2023 and (B)(6) 2023 due to an overcurrent condition in the front and rear stators resulting in the pump running in single stator operation. This likely triggered the observed high watt alarms due to the increased power consumption required to run on a single stator. Two (2) vad disconnect alarms were logged on (B)(6) 2024 indicating a physical disconnection of the driveline from the controller. Additionally, three (3) low flow alarms were logged since (B)(6) 2023. This is an additional finding not related to the reported event. As a result, the reported event was confirmed. The most likely root cause of the driveline sheath repair damage may be attributed to factors such as normal wear over time and/or the handling of the device which likely led to the observed damage in the inner lumen and driveline cable wires. The most likely root cause of the electrical fault alarms, high watt alarms, and overcurrent condition can be attributed to the damage to the driveline cable wires; several wires may have come in contact with each other, which would trigger electrical faults due to a short circuit. Based on historical review of similar events and the investigation conducted, a possible root cause of the reported inability to remove the driveline boot cover event can be attributed, but not limited, to leaching of the plasticizer from the material and/or degradation of the material, resulting in hardening and shrinkage. CAPA pr00536773 is further investigating this issue. Based on the risk documentation, possible causes of the observed low flow alarms event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft and/or poor vad filling. Additional products: driveline cover r020408 h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for corrections to additional products: d1: driveline cover d4: expiration date: 31-oct-2019 / lot#: r020408 UDI#: (B)(4), h4: mfg date: 31-oct-2017 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that servicing was performed, the damage was evident an inch away from the nut connector. The cover was moved over the driveline and removed along with spliced cables. A new cover has been provided.

Event description:
It was further reported that servicing was performed, the damage was evident an inch away from the nut connector. The cover was moved over the driveline and removed along with spliced cables. A new cover has been provided.

Manufacturer narrative:
A supplemental report is being submitted for additional information received. Updated b5. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information received. Updated b5. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional product: d1: heartware ventricular assist system ¿ driveline cover d4: model #:1175/ catalog #:1175. D9: no h3: no, device evaluation anticipated, but not yet begun h4: h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported eve investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) had driveline cable sheath damage and exhibited multiple electrical fault alarms. It was noted that the site had applied tape to the damaged area. Review of data log files found that the vad exhibited above normal power consumption due to running on a single stator. The patient was admitted and received a heparin drip to prepare for a repair procedure. A driveline splice repair procedure was completed successfully. It was observed during the splice repair that the driveline connector cover was hardened and difficult to move. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information d1: driveline cover d4: expiration date: 28-jan-2013 / lot#: r020408 UDI#: asku d9: yes, return date: 13-sept-2023 h3: no dev rtn to MFR? Yes h4: mfg date: 28-oct-2009 h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.